Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: b5, d5, e1, e2, e3, e4, g2. A getinge field service engineer stated that the pump was decommissioned from service due to replacement by the cardiosave iabp that was recently purchased. Also, the service place referenced was canceled due to this pump upgrade. H3 other text : device not returned to manufacturer.

Event description:
It was reported during an in-service, the cs300 intra-aortic balloon pump (iabp) screen was flickering and the pin for the helium connector did not align with the dimple on multiple disposable helium tanks. Pump was isolated from use and the hospital biomed team was contacted by the cath lab supervisor. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an in service performed by the customer, the cs300 intra-aortic balloon pump (iabp) screen was flickering and the pin for the helium connector did not align with the dimple on multiple disposable helium tanks. There was no patient involvement.